Event description:
It was reported that the patient had high impedance and was referred for lead revision. At time of implant, the impedance was within normal limits. No known surgical intervention has occurred to date.

Event description:
Patient underwent exploratory surgery. The surgeon used the screw driver to remove the lead from the generator. While unscrewing the generator¿s set screw, surgeon noted that the set screw was not as tight as he had experienced in the past. He cleaned the lead¿s pin and reconnected the generator and lead. After reinserting the generator into the pocket, an interrogation and two diagnostic tests were performed which returned with normal impedances. Surgeon believed that the previous high impedances were due to the loose connection between the generator and lead pin.